Event description:
(B)(4). Event occurred in united states. The patient was hospitalized for high blood glucose level (between 500 - 600 mg/dl) and diabetes ketoacidosis due to bent cannula at the site. Patient's blood glucose level at time of incident was unknown. She had a slight heart attack and was feeling sick. The patient received insulin drip as corrective treatment. The patient had been hospitalized for more than 3 days. Currently, her blood glucose level was 107 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.